Event description:
It was reported that the right atrial lead exhibited low impedance. A chest x-ray revealed no anomalies. An insulation anomaly due to subclavian crush was suspected. The lead was capped and replaced successfully on (B)(6) 2014. The patient was doing fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.